Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. The biomed installed a gen 2 lcd into a gen 1 ui assy. The biomed needs help with the switch pcba cable. Product support -advised customer that the original switch pcba cable is used and provided manual reference to procedures.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the display could not be read. The customer reported there was no patient involvement.